Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation an unknown substance came out of the device. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation an unknown substance came out of the device based on the investigation details, the likely cause was problems with the head, bearings, and rear motor assembly, which were each replaced along with other components.